Event description:
It was reported that during a robotic laparoscopic gastric bypass roux-en-y procedure, on the seventh firing of the stapler with a blue reload, the gun only fired partially (only a couple of staples fired) then it stopped. The battery/firing sound was only heard for a couple of seconds. No other unusual noises were noted. The rnfa (registered nurse first assist) attempted to reverse the knife using the reverse button, but was unsuccessful. The manual return was reattached back and the stapler opened. A long60a was opened to finish the case. The attending surgeon was at the robot console and the rnfa (registered nurse first assist) fired the stapler. The attending surgeon has been using the stapler since its release. There were no patient consequences.

Manufacturer narrative:
(B)(4). Additional information: the analysis found that one device was returned in good visual condition and with the manual override door out of position; the override lever was up which denotes that the knife was manually returned to home position. An ecr45w cartridge reload was loaded in the device. The cartridge was received unfired. It should be noted that a 60mm device is designed to work only with 60mm cartridges, for further loading instructions please refer to the echelon flex 60 powered IFU. Please note if the instrument is partially fired, slide the knife reverse switch forward to return the knife to home position. To open the jaws, squeeze the closing trigger, and then simultaneously press the anvil release switch on either side of the instrument. While pressure is still on the anvil release switch, slowly release the closing trigger. In addition, note that if the reverse switch does not return the knife to home position the jaws will not open. Ensure that the battery pack is securely installed and the instrument has power and then, try the knife reverse switch again. If the knife does not return, use the manual override. After the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. The device was disassembled to reset the bailout system and then, the instrument was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape; no abnormal noise was noted. Event could not be confirmed as the device performed without any difficulties noted during the functional testing.

Manufacturer narrative:
(B)(4).